Event description:
Additional information was received from the patient. They reported that the issue was from 2017. There is no plans for an explant. They reported that the cause of the stimulation causing a feeling like they were getting punched was due to the healthcare provider (hcp) having 2 or more channels going at the same time. The problem was with the programming. A manufacturing representative (rep) came and reprogrammed it and that eliminated the issue. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary #pli 10 (ins): evaluation determined that investigation is needed because it was reported that there was an issue with the patient's programming. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. A new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the root cause or most likely cause cannot be determined; follow up was conducted with the patient for what were the circumstances that led to the programming issue, but no response has been received from the patient. The patient did report new pain which could affect the effectiveness of their therapy. B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. The patient reported that he lived in constant pain and on the pain scale he was usually a 7-8 even with the therapy. The patient reported that the ins was relieving pain and helped him with his leg pain but reported the ins was implanted for back pain and leg pain but noted that the leg pain was worse. The patient reported that he was also experiencing new pain but then reported that this is the ¿same type of pain¿ for which the ins was implanted for. The patient reported that he met with a manufacturer¿s representative (rep) and programmed the patient¿s ins and showed the patient how to program it. The patient reported that the device was reprogrammed because he was getting the feeling like he was being punched in the stomach. The patient reported that he made the rep aware of this who said it was a programming issue and the patient stated the device was reprogrammed so he ¿got different sensations at different parts.¿ no further complications were reported. Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they were calling now to determine if they could have an MRI. Agent reviewed requested information with the patient. Pt said that they used the ins but just not much since they had complications with the ins. Pt said that the stimulation went down their leg and it felt like they were getting punched in the stomach all the time. Pt inquired about ins removal; agent redirected pt to hcp. When asked for the event date, pt said that they would say it was probably 2012 or 2013. When asked for managing hcp, pt said that hcp was gone so they didn't have a managing hcp. Agent offered to e-mail the pt a physicians listing/pt declined and said that they go to a pain clinic since they broke their back many years ago, so they could start there.